Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: hi (greater than 600 mg/dl) and 126 mg/dl. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.